Manufacturer narrative:
Based on the claim against the product by the customer noting endoscope resistance and loss of control issues, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer reported issues of endoscope resistance and loss of control of the endoscope during an attempt to turn the endoscope up or down. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope was too tight to turn up/down by hand. Once the system could turn the endoscope up/down, the surgeon would lose control of the endoscope. The customer could no longer use it. The camera was also squeaking as it was turning up/down. The procedure was completed. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint ¿endoscope was too tight to turn up/down by hand¿ and that once the robot would turn the endoscope up/down, the surgeon would lose control of the endoscope. The 30-degree endoscope plus was analyzed and found to have an endoscope adapter (aea) damaged or friction issue. Also, there was 5000 delamination ic front endoscope bearing friction issue. The complaint regarding the endoscope was too tight to turn up/down by hand was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.